Event description:
It was reported the patient had a stroke days after implant of the implantable pulse generator (ipg) system. Additional information obtained from the clinic reported that device site erythema was noted five weeks post implant with local tenderness and possible fever and chills. The patient was started on oral antibiotics however the patient continued to have increasing fatigue, chills, fever, expressive aphasia, and memory difficulties which prompted a hospital admission. The patient was placed on intravenous antibiotics and blood cultures were positive for (B)(6). A transesophageal echocardiogram and scan of head were negative. Leukocytosis and fevers improved with treatment through blood cultures remained positive. Subsequent scans reveals intracranial hemorrhagic foci due to endocarditis septic emboli, anticoagulation was reversed and the ipg system was explanted. Post explant course was complicated by a deep venous thrombosis, vegetations on the pulmonic valve and aortic valve. The ipg system was later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 501da24 mechanical heart valve, implanted: (B)(6) 2001. (B)(4).